Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
I was informed today by the clinician of a certas valve 82-8804 implanted on (B)(6) 2013 moved from a setting 2 to a setting 3 in an MRI performed yesterday. The setting change was verified by x-ray. According to the clinician the patient is doing fine but will be contacted in a week to 10 days to confirm. (B)(6) 2015: a certas valve (B)(4) was implanted on (B)(6) 2013 and set to 2. Patient had an MRI on (B)(6) 2015 and had a follow up xray that showed the valve setting was 3. Her prior xray on (B)(6) 2015 showed the valve setting was at 2.